Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm which is off label usage of the device. On the day of the event, the patient woke up feeling sweaty and could hardly walk. He noticed there was a sensor failed error message on his pump and performed a bg reading which was 32mg/dl. The patient drove himself to the hospital and there he was treated with IV medication and glucose juice. After the medication, he took another bg reading which was 91 mg/dl. The patient was discharged and he removed the cgm and self-treated with another glucose tab. At the time of the report the patient was feeling better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0122 movement disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.